Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed by the abbott representative who performed the requested system controller software upgrade. According to the account, inflow cannula position, smaller left ventricle (lv) size, fluid volume, and blood pressure were the likely cause of the low flows. A direct correlation between the device and reported event could not be conclusively established through this evaluation. Inflow cannula malpositioning was confirmed through an x-ray image provided by the account. The patient remained ongoing on (B)(6) until ultimately undergoing a heart transplant on (B)(6) 2021 which is reported under MFR # 2916596-2021-04897. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In addition, the heartmate 3 2.0 lpm low flow alarm guide for patients and caregivers and for clinicians both address various system controller alarms as well as how to respond to each of them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Low flow alarms did not resolve with the software upgrade. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the hospital was requesting low flow 2.0 upgrade due to frequent nuisance low flow alarms. Inflow canula position, smaller lv (left ventricle) size and fluid volume. Inflow position unknown during implant. No equipment replaced and the software has been upgraded. No additional information was provided.